Event description:
Info received indicates the bed exit will not alarm.

Manufacturer narrative:
The tech found the sensor wire pulled loose from the contacts, preventing the bed exit from alarming. The tech replaced the bed exit tape switches to repair the bed.